Event description:
During repair of incisional hernia, or table spontaneously raised foot of bed to 90 degreees. Unable to be reversed with hand control. Bed unplugged. Pt's legs released and supported. Attempt was made to level bed with hand control resulting in head of bed raising to 45 degrees until hand control unplugged. Bed manually flattened for completion of case. MFR notified and field service rep on site 3/16/1999. Found hand control to bed to have intermittent failure on return to level. Suggested customer purchase new hand control.